Event description:
Boston scientific received information that this atrial lead was exhibiting no pacing or sensing. The patient had undergone a heart/valve surgery at which time this lead had dislodged. A revision procedure was performed and the lead was repositioned without further incident. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains in service and no other adverse events have been reported. This product issue will be updated if additional information is received.